Event description:
A customer reported that their system would only display a "e-66" error code. A e-66 error could represent an electronic malfunction of the system. While on the phone a review of the system was conducted. The customer stated that they verified that the batteries were inserted into the system correctly. The operation of the system was conducted and during the evaluation was learned that some of the segments were incomplete. The customer was advised not to use the system and return it for evaluation. In the meantime, a replacement unit was provided.